Event description:
Pt was put on monitor on 1/10 at 14:25. The wave data did not start until 14:57. There is an issue by the hosp about whether they can put a pt on the monitor before admitting them. There was an infant death in this case that was not related to the performance of the watchchild monitoring system. There is a question of whether the facility had terminated cables which result in "dead" ports on the wall plates. This could have contributed to the lack of wave data if the monitor had been plugged into a "dead" port for that time period not recorded.